Event description:
The nurse was priming the tubing. When she did so, fluid was shooting up in the air and the blood squirted out the end because the caps at the y connect site were missing. No blood products went out, although there was a little blood on the spike.